Event description:
The customer reported being in the hospital due to low blood glucose of 28mg/dl. The caller stated that the insulin pump was beeping on a low battery, and wanted to know how long it lasts until dies. The caller sated that he gave insulin and did not eat enough breakfast. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.